Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The sample arrived out of the pouch attached to a half full solution bag. Visual inspection showed that the vent was open and the top cap septum had been dislodged into the burette chamber. The septum was microscopically inspected and an off center entry site was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer contacted baxter to advise that their nursing staff used a twinpak using the blunt white end, and when they inserted the blunt end, the yellow stopper was pushed in. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of an interlink buretrol solution set was pushed into the burette chamber. This occurred during infusion of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.